Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (cracked touch screen).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 1) occurred with multiple cartridges. Customer was treated with intravenous fluids in the hospital emergency room for elevated blood glucose (450-598 mg/dl). Customer's bg level was 127 mg/dl after treatment. Reportedly, the customer reverted to manual injections for insulin therapy.